Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurate low. The reporter alleged inaccurate low results. The reporter obtained blood glucose results of "283 mg/dl" with a lifescan meter and "375 mg/dl" on a hospital meter, performed within 30 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.